Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Items marked "ni" are unk to us at this time. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro 2 would not cut or cauterize out of box. This was discovered during branch ligation. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. Team leader does not recall if pre-test was performed. Scrub staff normally does a pre-test but does not know if done on this case. Maquet cardiovascular anticipates return of the product in question. Maquet was informed of this event on (B)(6) 2011.